Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) a leak was detected on the drive manifold. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6(type of investigation, investigation findings, investigation conclusions). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) and detected leak problem on the drive manifold and intervention estimate will be sent to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) a leak was detected on the drive manifold. Patient involvement is unknown.